Event description:
Boston scientific pinnacle destination renal guiding sheath being used. As device was removed it fragmented and a small section of the tip was retained in pt's vessel. The pt has been sent to a high level of care for possible removal of retained device.